Manufacturer narrative:
Approximate age of device- 46 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had two hemorrhagic strokes and expired on (B)(6) 2018. No additional information provided.

Manufacturer narrative:
(System controller, serial # (B)(4). Device evaluation: the explanted pump and system controller were returned for analysis and no functional issues were found that would have contributed to the reported event. A correlation between the devices and the reported event could not be conclusively determined. System controller: the log file was successfully retrieved from the returned system controller and contained events recorded from the time stamp of day 43, 1 hour and 9 minutes to day 46, 5 hours and 31 minutes. The recorded information revealed that the system maintained the desired set speed of 8600 rpm with no interruptions, the recorded power was between 5.3-6.8 (with the exception of two entries where the power was 7.7 and 8.0w) watts, the flow estimation was around 4.4-6.4 lpm range, and the average pi was around 2.8-5.9. Full functional testing was performed and the system controller passed all test steps. All audio and visual signals were verified during the test. No issues were found with the returned device. Explanted lvad: the evaluation of the returned device did not reveal any device-related issues and a direct correlation between the pump and the reported event could not conclusively be determined. The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing and the distal end was returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow graft and outflow graft bend relief were returned detached from the outflow elbow. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was returned disengaged. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Stroke and bleeding are listed in the instructions for use as potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information is available. The manufacturer is closing the file on this event.